Event description:
Customer stated "the switch started to smoke after she noticed an electrical smell. Also, the cord casing is cracked." Product was returned for investigation. The product was approx. 6 years and 4 months old when the incident occurred. Upon further investigation into the customers complaint, the inspector found that the cord had been cut. This is likely due to excessive flexing of the cord over an extended period to time. The customer admitted that they used the pad with a cracked switch. The IFU states "carefully examine before each use. Discard unit if it shows signs of deterioration." Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.